Event description:
It was reported that when removing the bd insulin syringe with the bd ultra-fine¿ needle from the sealed bag during use and taking off the plunger cap, the plunger rod fell out and the stopper remained in the barrel. The following information was provided by the initial reporter: "consumer reported when she took the syringe from the sealed bag and removed the plunger cap plunger rod came out. Stopper is remained inside the barrel."

Manufacturer narrative:
Investigation summary: customer returned one (1) loose 31g x 6mm, 0.3ml bd insulin syringe from lot 8302894. Consumer reported when she took the syringe from the sealed bag and removed the plunger cap plunger rod came out; stopper is remained inside the barrel. The returned sample was examined, and it was observed that the plunger rod was separated from the stopper, which remained inside the barrel, thus confirming the alleged issue. A review of the device history record was completed for batch # 8302894 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19 aug 2019, holdrege received (1) loose 31g x 6mm, 0.3ml bd insulin syringe from lot 8302894. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringe found the stopper did have a light application of silicone as did the inside of the barrel. Breakout and sustaining was completed on the (1) sample on gauge 12866 and was in acceptable ranges: breakout 0.89 lbs sustaining 0.73 lbs. Per qc700331 the force required for breakout of plunger (breakout) is 1.5 lbs, the force required to keep the plunger in motion (sustaining) is 1.0 lbs. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing the bd insulin syringe with the bd ultra-fine¿ needle from the sealed bag during use and taking off the plunger cap, the plunger rod fell out and the stopper remained in the barrel. The following information was provided by the initial reporter: "consumer reported when she took the syringe from the sealed bag and removed the plunger cap plunger rod came out. Stopper is remained inside the barrel."